Event description:
It was reported that during a stenting treatment procedure, the wallstent did not deploy correctly. Another stent was used to successfully complete the procedure. The pt is reported as 'fine' following the procedure, no injury or complications were reported.